Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a large volume multirate infusor leaked from the "one way valve". This was observed during patient infusion with chemotherapy medication. The device had 80% of the drug at the time of this event. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the returned unit with green colored water. During fill, a leak was observed at the fill port. Further examination on the unit revealed the cause of the leak was due to a particle measured to be 0.40 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. The reported condition was verified. The most probable cause of the acrylic fragment lodged under the checkband is a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.